Manufacturer narrative:
As reported in a research article a leaflet tear was noted seven years after the valve was implanted, causing regurgitation and resulting in the valve being replaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the leaflet tear could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is (B)(6) hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : (B)(6). It was reported that on 30 december 2014, a 23mm trifecta valve was implanted in a patient with calcified aortic stenosis. On (B)(6) 2021 there was tear noted on the aortic bioprosthesis with grade 3 aortic insufficiency. Aortic bioprosthesis was still moderately stenosing with vmax at 295 cm/second, mean gradient at 19 mmhg, increased left filling pressures and minimal pulmonary arterial hypertension at 45 mmhg, dry pericardium, la dilated to 24 cm², straight cavities of normal size. On (B)(6) 2021, the patient reported progressive stage ii dyspnea for several months, leading to the diagnosis of severe 4/4 aortic leak, in connection with early degeneration of the bioprosthesis. On (B)(6) 2021, the trifecta valve was explanted and a non-abbott device was implanted. Patient status is unknown.